Event description:
This is filed to report clip deployment difficulty and a single leaflet device attachment (slda). It was reported that on 17nov2022, an unproctored mitraclip procedure was performed to treat a mitral regurgitation with grade of 4. After optimal grasping of the leaflets, an attempt to deploy the clip failed. The physician decided to pull with force on the delivery catheter to dissociate the clip from the delivery catheter shaft. After this manipulation, the clip was released but with one partial leaflet detachment. It was decided to implant another clip to stabilize the first clip. The issue was exactly the same issue met with the first clip. It was not possible to release the second clip. Decision done at this step was to send the patient to surgery. Mr post procedure was at grade 3. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with troubleshooting the issue of resistance during dc detachment after unthreading the dc by pulling on the dc handle with force. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to the IFU deviation of pulling on the dc handle with force. The cause of the reported difficult or delayed activation (clip deployment) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a